Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Log file data from the reported event date of 06nov2025 was reviewed. The data reviewed showed intermittent backup battery fault alarms activating due to the backup battery not passing its load test. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The alarms briefly cleared several times, but reactivated when the load test was reattempted, and the backup battery again did not pass for the same reasons. The alarm did not appear to prevent the controller from supporting the system as intended while the driveline was connected. The driveline was disconnected, and the controller was shut down, consistent with the reported controller exchange. No other notable events were observed in the data reviewed. The system controller and backup battery returned for analysis. The system controller passed all functional testing without issue. The backup battery load test was initiated several times during testing, but there were no instances where the backup battery did not pass. Provided information indicated that the alarm resolved with a controller exchange. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed for the system controller (serial number:(B)(6)) and the records revealed no deviations from manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient had an emergency backup battery (ebb) fault alarm. The ebb was reseated but the alarm did not resolve. Ebb connection to the monitor displayed the "change back up battery" alert banner despite the next change not scheduled until may 2027. The ebb was exchanged but the alarm did not resolve. The primary controller was exchanged for the backup controller. It was later reported that the controller exchange resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.